Event description:
It was reported while using 2 bd vacutainer® precisionglide¿ multiple sample needles, the tube pushed off the needle. A sample had to be recollected. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 03-jan-2025 investigation summary bd received (B)(6) samples for investigation. Out of these, 10 returned samples were functionally tested, each used to draw 6 tubes. No tube push off was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: tube push off. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using 2 bd vacutainer® precisionglide¿ multiple sample needles, the tube pushed off the needle. A sample had to be recollected. No adverse impact was reported regarding the patient or user.